Event description:
It was reported that while testing with the bd max¿ gbs, a false positive result was obtained. A confirmatory culture was performed and resulted as negative. There was no report of patient impact.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. There were multiple medical device types - each additional type: njr a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd max¿ gbs, a false positive result was obtained. A confirmatory culture was performed and resulted as negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary the complaint investigation for discrepant results when using the bd max gbs kit (ref. 441772) lot 3291340 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer complained about discrepancy between gbs target results obtained with bd max¿ gbs kit lot 3291340 and culture for one patient. Review of manufacturing records of the bd max gbs indicated that the lot 3291340 was manufactured according to specifications and met performance requirements. Customer provided the scanned first page of run report 3702 from instrument ct1115, and culture results report from an external laboratory for investigation. Customer¿s notation on the reports allowed to identify the affected sample as the one in position a2. That sample was the only one of that run to give a positive result. Analysis of the culture report revealed that the patient culture result was negative for gbs. However, since name and accession ID were redacted, it was not possible to confirm results were for the same patient. Moreover, limit of detection can vary between different method of detection. Despite multiple attempts made to receive information from the customer, no further data was provided for the investigation. Without additional data, bd is unable to identify the cause of the customer issue. The root cause was not identified. However, specimen at or near the assay limit of detection (lod) of the laboratory culture method could explain the customer¿s discrepant results. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max gbs lot 3291340. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and a preventive action plan since no new hazard or trends was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.